Manufacturer narrative:
OEM manufacturer: (B)(4). Investigation summary: a mv0420-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 202041. From the information provided by the customer it appears that a leakage occurred close to the smartsite of the vial access device, however no further information was available to assist the investigation in this instance. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A review of the production records from lot 202041 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mv0420-0006 product in the past 12 months.

Event description:
It was reported that the smartsite 20mm vented vial access device cracked near the luer while preparing cetuximab. The following information was provided by the initial reporter, translated from (B)(6) to english: "during preparation of the drug, cetuximab, a dm rupture occurred near the luer".